Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that mesh was implanted to treat prodentia, symptomatic rectocele/cystocele and stress urinary incontinence secondary to urethral hypermobility with concurrent hysterectomy on (B)(6) 2009. It was also reported that following insertion the patient experienced pain, urinary/bowel problems, bleeding, recurrence, dyspareunia, inability to sit and bloating. It was further reported that patient experienced vaginal prolapse, cystocele and stress urinary incontinence and she underwent mesh revision on (B)(6) 2010. No additional information was provided. (B)(4).